Manufacturer narrative:
Information received from a representative of the manufacturer's field service team indicating that assistance was provided over the phone for troubleshooting where it was identified that the cause was due to a defective airtrap sensor block. The issue was resolved after the biomed replaced the airtrap sensor block, no further issue was reported on the console. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed a mid09 (air trap assembly) error message during routine testing. The user was unable to clear the mid09 error message. No patient involvement.